Event description:
During a surgical procedure, the visu-loc clip applier jaw broke off and fell into the pt and was retrieved. No one was harmed.

Manufacturer narrative:
During a surgical procedure after applying 4 clips successfully using the device, the surgeon pulled back the jaws to move to the next vessel,the closed jaws were bent. The surgeon tried to straighten them with a grasper and the jaws fell off the shaft and into the pt, the surgeon retrieved all broken pieces and completed the procedure with another device.